Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was having issues with the ins and has an appointment on (B)(6) 2021 and would like a manufacturer's representative (rep) to be at the appointment. The patient reiterated being in pain since minor surgery in (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states prior to her minor surgery a year and half ago she was pain free. Patient mentioned she had a fall /accident in 2011. Patient reports a year and half ago she had a minor surgery called percutaneous pending relief surgery an incision on the back of left ankle. Patient states healthcare provider (hcp) told her they had a device that will not turn implantable neurostimulator (ins) off in the surgery center. Patient reports since having the minor surgery she haven't been the same because she have pain from her waist down and she is not sure what to do. Patient asked if she could meet with local manufacturing representative (rep) to check implant. Patient states she is seeing a physical therapist due to her foot pain but therapist don't know what to do. Patient states the ins was covering pain from her waist down but since the minor surgery it doesn't seem to be covering the pain. It was reviewed and recommend patient consult with hcp for next steps.